Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion and a broken screw. A portion of the broken screw was retained in the patient's bone as the surgeon was unable to remove it. The patient was revised with non-tmc hardware. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion and a broken screw. A portion of the broken screw was retained in the patient's bone as the surgeon was unable to remove it. The patient was revised with non-tmc hardware. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported, and although the most likely cause cannot be determined based on the available information, the device was likely subjected to excessive bending stresses which resulted in the screw break and nonunion. The instructions for use identifies warnings related to postoperative care. The device is intended for fusion/stabilization and nonunion is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in mdrs 3011623994-2023-00150.